Event description:
It was reported that the patient inquired if he should be feeling "the shock" in his testicles or in his back at the implant site. The reporter indicated that the patient was feeling stimulation in the testicle area but was going to turn stimulation down. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot # v908140, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).